Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: customer reported multiple pump alarms to the b. Braun team. These alarms have interrupted therapy and have caused delays in patient care. They are super frustrated and have communicated that they understand how to troubleshoot the alarms. They continue to communicate that they are wasting time, money, and resources, and it is affecting patient outcomes. They are giving IV pushes and running infusions by gravity so they patient can receive the meds. No injury reported.